Event description:
It is reported that the pt was revised due to a fracture of the bone.

Manufacturer narrative:
Eval summary: x-rays have not been provided. Implantation and revision operative notes were not returned for review. Pt factors that may affect the performance of the components are age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unk. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.